Event description:
It was reported that the patient experienced multiple low glucose events in a single day, with a nadir of 40 mg/dl, and self-treated with oral glucose in the form of juice; the patient denied hypoglycemia symptoms and did not confirm values with a fingerstick. Symptoms included asymptomatic hypoglycemia. Outcomes included recovery after oral carbohydrate intake without the need for medical intervention or hospitalization. Investigation included troubleshooting and education provided to the patient regarding low glucose management. Investigation of this case revealed no device malfunction was identified based on available information, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.